Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 360 mg/dl, while wearing the pod on the back between 24 and 36 hours. The adhesive was loose and the cannula was noted to had dislodged from the infusion site. A new pod was applied and the health care practitioner (hcp) administered fluids as treatment.